Event description:
It was reported that the device had a power on reset (por). The device was reprogrammed to the original parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. There was a power on reset (por). A critical ram parity error was recorded on (B)(6) 2013. The parity error is considered low severity and the device should be able to recover after reset.